Manufacturer narrative:
The field representative indicated this device will not be returned for analysis. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time records indicate this device remains in service. The area field representative was contacted for further information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was lost to follow-up and upon interrogation this device was found to be in storage mode. No additional adverse patient effects were reported.